Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced low blood glucose. Customer stated that her boyfriend is a paramedic and when she got home, she did not have any symptoms but when her boyfriend tested her blood glucose was 23 mg/dl; treated with orange juice and sugar. Customer stated that the insulin in shown on screen seems about the same as the reservoir. Customer complained about sensor reading discrepancies. Customer stated that she will awaken in the morning with blood glucose level of 150 mg/dl and the sensor will read low at 40 mg/dl. Customer has not seen any bent sensor cannulas. Nothing further reported.